Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient suspending/resuming the pump multiple times).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (suspend) issue. The reporter stated that the patient had a blood glucose (bg) of 400mg/dl to 500mg/dl without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient admitted to multiple suspend/resumes on the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in multiple suspends/resumes of the pump.